Event description:
The user facility reported a 63 year old male noted as high risk for cardiac surgery was implanted with an impella 5.5 device for mechanical circulatory support. It was reported that there was flow saturation issues. There was no patient harm reported. No additional information was provided.

Manufacturer narrative:
The investigation into the flow saturation issue has been completed. The pump and the data logs were returned for evaluation. The data logs were reviewed and show a sudden purge pressure increase after a purge cassette change. The purge cassette change was longer than recommended taking over 3 minutes. The root cause of the high purge pressure/ saturated flow was determined to be blood ingress that occurred during a long purge cassette change, this is most likely a use related issue. The failure modes will be monitored and trended. This report is being filed as part of a retrospective review of historical records.